Event description:
The customer reported that the 9800 system displayed a low milli-amps error message. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. A filament calibration was performed and the printed circuit boards were reseated. The system was tested and operates as intended.